Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support to report difficulty attaching and removing the pump connectors and inquired whether similar issues had been occurring more frequently. The patient reported that blood glucose levels were unaffected. The concern was documented, and the applicable lot number was collected for reference. No trend of increased issues was identified at the time of the report. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.